Manufacturer narrative:
Device evaluation did not show any malfunction. The fit issue may be caused by combination of stone model distortion and/or unforeseen change in patient's mandible morphology after the preparation procedures.

Event description:
Doctor extracted the teeth at the implant sites, performed all the flaps required, shaved tooth #22 by 0.4mm but the guide would rock back and forth on both sides of the arch. Since the implants were planned close to the nerve, the doctor decided not to freehand this surgery and aborted the surgery. Doctor grafted the implant sites and closed the tissue flaps.